Manufacturer narrative:
Follow-up # 1 - 3/25/2015 device evaluation.the lay user/patients meter has been returned on 10/6/2014 and further evaluated by lifescan product analysis on 11/4/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have data corruption, the meter gave an error 1 message when powered on. The test strips involved with this complaint had no testing performed, as the complaint is related to a meter issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ping meter displayed an error 1 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2014 at 12 pm. The patient reported that the error message was displayed when "placing an empty strip". The patient manages her diabetes with an insulin pump. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptom of "nausea" 3-5 hours after the alleged meter issue began; however she denied having received any treatment. At the time of troubleshooting, the csr noted that the product was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptom of ¿nausea¿ does not meet lifescan's criteria for a serious injury. The patient did not receive treatment as a result of the alleged issue. The alleged product issue was not resolved during troubleshooting.